Event description:
Caller reported the customer had symptoms of hypoglycemia; sweating and nearly unconscious. The husband did a mobile system blood glucose test, result was 399 mg/dl. Husband called an ambulance. The ambulance arrived 20 minutes later, personnel measured her blood glucose on their system as 30 mg/dl. The customer was treated via infusion. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned.